Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was observed via remote transmission. No patient symptoms were reported. The device was reprogrammed. Patient was stable.